Event description:
It was reported that during an unknown procedure, ¿first shot with no problem, everything normal, but when trying to load a second green reload, the (B)(6) says "not fit" on the device and that "there seems to be something at the bottom of the jaw that "avoinds" to charging enter." We realize that the bottom of the jaw is damaged and that¿s why is not possible assemble the load." A different device and the same green reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).